Event description:
The following article was received based on a literature review: article: a prospective clinical study was done to evaluate the clinical outcomes after bilateral mix-and-match cataract surgery using extended depth of focus (edof) and diffractive multifocal (dmf) intraocular lenses (iols). A total of 74 eyes of 37 patients with cataracts underwent tecnis symfony edof iol (zxr00) (johnson and johnson vision) implantation in the dominant eye, and tecnis +3.25 dmf iol (zlb00) (johnson and johnson vision) implantation in the nondominant eye. Intraoperatively, a radial tear occurred in one eye implanted with the tecnis zlb00 iol, a posterior capsular rent developed in 2 eyes implanted with the tecnis zxr00 iol, and an anterior vitrectomy was performed in these eyes because of vitreous loss. It was reported that only 3 subjects reported needing glasses occasionally for near vision after surgery. A total of 8 subjects reported glare and halo symptom scores worse than 3 (average score: 2.6 ± 1.0) (range: 1=absence of symptoms; 5=very severe symptoms). Furthermore, the proportion of patients that reported severe photic phenomena was quite low (approximately 20%). There were no further indications in the article of any other interventions provided. A copy of the article is provided with this report. Citation: jae hyuck lee, ho seok chung, su young moon, so young park, hun lee, jae yong kim, and hungwon tchah, clinical outcomes after mix-and-match implantation of extended depth of focus and diffractive multifocal intraocular lenses, (2021), journal of ophthalmology; issue 8881794, & volume 2021: pp 1-7 this report is for lens model zxr00. A separate report is being submitted for the other model mentioned in the article, zlb00.

Manufacturer narrative:
Age/date of birth (months): ages are 64.55 ± 6.73. Sex/gender: (male/ female): 19/18. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: exact dates not provided, article acceptance date is 28 july 2021. Implant date: unknown, information not provided. Explant date: not applicable, device remains implanted. Device evaluated by MFR: the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.